Manufacturer narrative:
(B)(4).

Event description:
2015 (B)(6). (B)(4): information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The dose, lot number, and concentration were unknown. The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. On an unspecified date in year 2012, the patient experienced a fall. The patient used 2 crutches to walk and fell. Following the fall, the patient experienced withdrawal specified as suddenly stiffening up like a board and his jaw was so tight he could not speak. These symptoms lasted 15 minutes. On (B)(6) 2014, the patient underwent MRI (magnetic resonance imaging) prior to having surgery due to stenosis. It was determined from this MRI that the catheter was disconnected somewhere around the back. It had been disconnected for a year per a previous x-ray. The cause of the disconnection, patient's outcome, and actions/interventions taken were unknown. Additional information has been requested, but was not available as of the date of this report.